Manufacturer narrative:
Additional information can be found in sections a2, a3, a5, g4, g7 and h2. On (B)(6)2020 , intuitive surgical, inc. (Isi) obtained the following additional information related to the event: the patient was a 74-year old female, not latino/hispanic. No further patient information or death certificate were available. This supplemental report, with additional information collected, is in response to FDA inspectional observations dated (B)(6)2020.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On april 1, 2019, the csr reported that an autopsy was not conducted and it was reconfirmed that the surgeon surmised that the patient¿s death may have been due to a pulmonary embolism. There was no allegation against the intuitive surgical system and there was no request of return product for investigation.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root causes of the patient¿s post-operative death. A follow-up MDR will be submitted if any additional information is received. This complaint is being classified as a reportable event due to the following conclusion: report of patient death after a successful davinci procedure without any intra-operative complications. The patient coded blue later that evening and expired. The site surmised that the patient had pulmonary embolism. At this time the root cause of the death is unknown.

Event description:
It was reported that post da vinci-assisted hiatal hernia repair procedure, the patient went to the restroom in the evening and had coded blue and expired. On 21-feb-2019, the clinical sales representative (csr), who was present during the procedure provided the following information: the procedure was a very short one that went off very well, with no intra-operative issues noted. The patient went to the restroom in the evening and had coded blue and expired. The csr stated she doesn't believe the patient's death has anything to do with the isi device or system. The site surmised that the patient had a pulmonary embolism.